Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The patient had their medstream pump refilled and within 5 days it had emptied itself into the patient. The flow rate increased by a factor of 10. The patient has been stabilised on oral medication but is due to fly out of the country on friday (B)(6). The surgeon phoned because whilst he has control of the patient's condition/symptoms, he needs to disable the alarm permanently, so that the patient can get through security in an airport. I advised of the emergency stop procedure on the control unit, after discussion. The surgeon has got the patient coming back in to see him on weds. We will then see if the alarm is still turned off. There was a concern that it could only be switched off for 24 hrs.